Event description:
Olympus medical system corp. (Omsc) was informed that during laparoscopy-assisted distal gastrectomy (ladg), the probe of the subject device broke and the fragment fell off into the pt's abdominal cavity. The fragment was retrieved with a grasping forceps immediately and the procedure was completed with another t3905. There was no report of pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 16mm from the distal end. There were not any scratches, which may lead to the fracture, around the broken point. The mfg history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe broke due to activating the device having the cracked probe continuously. As the cause of the crack on the probe, it is possible that the physician activated the ultrasound output applying only the probe tip to the tissue with strong force or twisting the device while grasping the tissue. Improper handling the subject device cannot be ruled out as a contributory factor to this event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.